Manufacturer narrative:
The device was conform on leaving manufacturing site. This part was not returned for investigation but pictures were provided. The analysis of these pictures has been performed and concluded that the inner diameter is warped. Moreover, this topic is addressed through a CAPA and the conclusion of the investigations already performed, concluded that the drill adaptor design must be improved. D4 unique identifier (UDI) #: (B)(4).

Event description:
When attempting to place a pmt bolt through the 2.45mm drill adaptor, the surgeon was unable to, due to it catching in the adaptor. The adaptor appears to be warped or chipped preventing smooth access. This caused a 15 minute delay to retrieve the other tray.

Manufacturer narrative:
UDI# : unknown. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
When attempting to place a pmt bolt through the 2.45mm drill adaptor, the surgeon was unable to, due to it catching in the adaptor. The adaptor appears to be warped or chipped preventing smooth access. This caused a 15 minute delay to retrieve the other tray.